Event description:
On (B)(6) 2013, it was reported that this patient¿s explanted device would be returned. An implant card was received on (B)(6) 2013 confirming generator revision on (B)(6) 2013. The explanted generator was returned on (B)(6) 2013 and is pending analysis. Attempts for additional information have been unsuccessful.

Event description:
Analysis of the generator was completed on (B)(4) 2013. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications. An end-of-service warning message was duplicated in the pa lab and found to be associated with the output being disabled by the pulse generator. Other than noted conditions there were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
Clinic notes dated (B)(6) 2013 indicate the patient was last seen on (B)(6) 2012 and has had an increase in seizures. Onfi was increased and banzel decreased at the last office visit; however, the patient's mother does not believe the banzel is responsible for the increase in seizures. Although the patient's seizures are frequent, they are shorter in duration; lasting < 1 minute. The patient has been receiving vagus nerve stimulation since (B)(6) 2008 and has been tolerating the stimulation without incident. The mother is not certain whether the vagus nerve stimulator has been of any benefit for seizure control, but states that it may have improved his alertness. Clinic notes dated (B)(6) 2013 indicate that the patient's seizures have been well controlled since last seen on (B)(6) 2013. The patient has an average of 1-2 seizures per week. Swiping the vagus nerve stimulator is sometimes helpful to reduce the duration. The settings were the same as the previous visit. Although, the patient's mother does not believe the vns has been helpful for seizure control, the father does believe it has been helpful. Attempts are underway for additional information; however, they have been unsuccessful. No additional information has been provided.